Event description:
Per the clinic, the patient experienced pain with and without device use resulting in the device non use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.